Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device's system board and machine flow sensor were replaced to address the issue.

Manufacturer narrative:
H3 other text: third-party service center.